Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. The single use loading unit(sulu) was received with a full complement of staples and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loaded into a test device. The test device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open distal gastrectomy, on the first firing, the device did not fire. The black pusher thumb piece cannot be moved at all. They changed the whole body and cartridge to complete the case.